Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported decreasing their usual dose of medication in response to the alleged issue, specifically 20 units of levemir and 12 units of humalog. The patient reported that one and a half hours later they developed symptoms of ¿dizziness, blurred vision, tiredness, severe thirst and frequent urination¿. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.